Event description:
During a shoulder procedure, there were metal shavings deposited into the pt's joint space, a shaver was used to retrieve the debris. The case was concluded successfully without further incident or harm to the pt.